Manufacturer narrative:
Pump received with full segment display due to faulty x2 on ib. Unable to perform functional tests and verify a13 alarm due to full segment display anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.